Event description:
During an implant procedure, the set screw was unable to be fastened to the device header. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) voltage upon receipt. Analysis revealed the left ventricular set screw was stripped. The stripped set screw prevented engagement with the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.